Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. (B)(4).

Event description:
It was reported that there was loss of sensing and low r waves on the tip electrode of the right ventricular (rv) lead. No intervention was done to the rv lead and it remains in use. No patient complications have been reported as a result of this event.